Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present, por occurred on (B)(6) 2013 at 4:28pm. Patient exposed to MRI.

Event description:
It was reported that the patient underwent a magnetic resonance imaging scan and the device was nearing elective replacement indicator (eri) when checked prior to the scan and was found to have reached eri during the scan. Device interrogation found the device underwent a power on reset. The device was going to be explanted for a system upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4058m implantable pacing lead (B)(6) 1993. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.